Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to a fall on his left hip. He notes immediately left hip pain. Reviews on the radiographs showed a fracture of the modular neck al base.